Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified clamp would pop open and result in a leak. The patient's floor was getting damp. This occurred during an unknown process step of peritoneal dialysis (pd) therapy when the patient clamp the drain bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.